Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds were noted on the right ventricular (rv) lead. This lead to premature battery depletion on the implantable pulse generator (ipg). The rv lead was capped and replaced and the ipg was explanted and replaced. No patient complications have been reported as a result of this event.